Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Customer treated with insulin and fluids. Customer admitted and released same day.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.